Event description:
On (B)( 6)2013, the reporter contacted lifescan USA, alleging inaccurate results compared to 2 other meters. The reporter alleged readings of "186mg/dl" on the lfs meter compared to "86mg/dl" on another meter and "86mg/dl" obtained on a 3rd meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.